Manufacturer narrative:
An event of a device difficult to setup or prepare and fracture on the y-connector extension tube was reported. A returned device assessment could not be performed as the device was not returned for analysis. The imaging suggests that the fracture is located at the connection between the hemostasis valve and the extension tube. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no similar complaints associated with any other devices from the lot. Based on the available information, the cause for the device difficult to setup or prepare could not be determined. The event of the fracture on the y-connector extension tube appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The investigation determined that the cracking observed in the female luer component of the amplatzer delivery system was due to excessive manual assembly force applied during manufacturing. This force introduced residual stress into the plastic material, which over time and under elevated temperatures led to delayed cracking.

Event description:
It was reported on (B)(6) 2025 a 10-8mm amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue delivery system. All steps were performed per instructions for use (IFU). During the procedure it was noted that the occluder could not be retracted into the delivery system. The hemostasis valve also appeared to be cracked. The delivery system was removed from the patient and replaced with a new 7f amplatzer torqvue delivery system. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025, a 10-8mm amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue delivery system. All steps were performed per instructions for use (IFU). During the procedure it was noted that the occluder could not be retracted into the delivery system. The hemostasis valve also appeared to be cracked. The delivery system was removed from the patient and replaced with a new 7f amplatzer torqvue delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.